Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced fatigue, pulse was 65bpm and was concerned something was "wrong with" the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.